Manufacturer narrative:
The investigation of the returned web system found the delivery system broken at the middle section. Due to the condition of the delivery system, the investigation could not test for or further assess the alleged detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the delivery system break, but this condition is consistent with the device experiencing forces exceeding the delivery system's tensile strength.

Event description:
See h10.

Event description:
It was reported that during procedure, web was not detached with the controller and the red light displayed. The physician changed the web with same size and the procedure was completed. No reported injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.